Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown, ubd: 14-jul-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient did have a right and left lead present. They cannot confirm which one is which as they were not present at the initial surgeries. The physician was unable to determine the serial numbers of either. It was determined that the right lead was damaged and therefore, left alone and not hooked up to the newly implanted right sided extension. The left-side extension was connected to the left lead and the new implantable neurostimulator (ins).

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the damaged lead was unknown. It was noted that the lead may have been damaged in 2017 per the patient's chart that the neurologist suspected the right lead was broken. The damaged lead did not resolve and remained in place and the surgeon is planning to replace it at a later date after the patient recovers.